Event description:
The issue was observed in the pm. The error was observed in the alarm history.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection of the device showed the device to be in poor condition. The top case was cracked in the front corner, and the bottom case was also damaged. A review of the pump's event history log confirmed a check check/plunger error was in the history. The reported error could not be duplicated during multiple flow and occlusion tests. As the problem could not be duplicated, no root cause was determined. The complaint was confirmed.

Manufacturer narrative:
(B)(6). The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch / plunger" error. No injury was reported.